Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis, as listed in the absorb gt1 instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. It should be noted that the absorb gt1, IFU states: it is not recommended to treat patients having a lesion that prevents complete inflation of an angioplasty balloon or lesion with greater than 40 percent residual stenosis after pre-dilatation by visual estimation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient presented with a st-elevated myocardial infarction (stemi). The procedure on (B)(6) 2016 was to treat a lesion located in the proximal left anterior descending (lad) artery. The vessel was determined to be greater than 2.5mm using angiography. Predilatation was performed with a 2.0x15mm mini trek at 14 atmospheres (atm) and the residual stenosis was reduced to 50%. A 2.5x28mm absorb gti was implanted and post-dilated with a 2.75x15mm nc trek at 18 atm. The percutaneous coronary intervention was successfully done and the absorb gt1 scaffold was well apposed. The final angiographic residual stenosis was less than 10%. The patient came back on (B)(6) 2016 with acute chest pain and was found to have developed in-scaffold thrombosis where the whole lesion was full of blood clots. Predilatation was performed with a 2.0x12mm mini trek and a 2.75x12mm drug eluting stent was implanted overlapping the distal edge of the absorb gt1 scaffold by 0.5mm. Post-dilatation was performed with a 3.0x15mm nc trek. The reason for the scaffold thrombosis was unknown. The patient reportedly missed the dual anti-platelet therapy (dapt) dose for 4 days. The patient's dapt was changed from plavix and cardiprin to brillinta. No additional information was provided.